Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that sepsis was the cause of death. An autopsy was not performed.

Event description:
Additional information received indicated that the death as non-cardiovascular and was unrelated to the valve. No further informatio n was available.

Manufacturer narrative:
Updated data: b5, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter bioprosthetic aortic valve was implanted. At a unspecified time, mild aortic insufficiency was identified. Approximately 9 years and 7 months following the valve implant the patient died. The cause of death was not provided. Additional information was received which indicated that sepsis was the cause of death. An autopsy was not performed.

Manufacturer narrative:
Updated data: h6. Conclusion: the valve remained implanted; therefore, analysis of the product could not be performed. Additionally, no images of the implantation procedure or the implanted valve were submitted to medtronic for review. The device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Regurgitation is a known potential adverse effect per the device instructions for use (IFU) and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, no root cause can be determined. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk and it can occur despite an ideal implant procedure or device functionality. With the limited information available, a conclusive cause could not be determined and a relationship between the device and the death could not be established. No other technical assessments were performed. There was no information to suggest a device quality deficiency may have caused or contributed to this event. This event is foreseen in risk management, is included in monitoring/trending, and no further action is recommended at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter bioprosthetic aortic valve was implanted. At a unspecified time, mild aortic insufficiency was identified. Approximately 9 years and 7 months following the valve implant the patient died. The cause of death was not provided.